Event description:
Customer reported receiving a ¿replace sensor¿ message from his adc freestyle libre sensor. He further reported that on (B)(6) 2019 he felt hypoglycemic but could not check his glucose status because he had lost his adc freestyle libre reader. Customer¿s wife administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information section d4 (serial number) serial number was updated from (B)(4) to unknown as the serial number was deemed in valid. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle libre sensors and there were no adverse trends that indicate any potential product related issues related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿replace sensor¿ message from his adc freestyle libre sensor. He further reported that on (B)(6) 2019 he felt hypoglycemic but could not check his glucose status because he had lost his adc freestyle libre reader. Customer¿s wife administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.